Event description:
Caller states about a week and half ago the patient went to get the tracheostomy changed out. They were suctioning and the suction tubing got stuck on the patient's tube. Caller confirmed the tracheostomy tube had to be replaced.

Manufacturer narrative:
(B)(4). No analysis was performed the sample has not been received for eval to confirm the failure. The lot number was not provided and without the lot number the device history record cannot be reviewed. Info of this nature has been added to the database for trending purpose.